Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the error message and foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope displayed an error message and had foreign material in the air/water nozzle. There was no patient involvement.